Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we observed there was water in the packaging." The issue was "discovered in the pharmacy during observation". Clinical consequences: no patient involvement.

Manufacturer narrative:
Qn#(B)(4). Five samples were returned for investigation and all of the samples are still in the complete packaging. From the complaint description, it was reported that there was water in the packaging. Further investigation, all of the returned samples were subjected to visual inspection and found all contained vapors inside the packaging. A device history record review was performed and the lot passed 100% inspection. Based on visual examination, this complaint is confirmed. Further investigation will be performed under a non-conformance.

Event description:
It was reported that: "we observed there was water in the packaging." The issue was "discovered in the pharmacy during observation". Clinical consequences: no patient involvement.